Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer exhibited autonomous cursor movement following a software update. It was noted that the keyboard slide-rail l+r and keyboard front latch were broken. It was further noted that the cord bay latch and frame were broken. Additionally the display hasp latch l+r were broken. Furthermore the stylus and bullet assembly were missing. The media door latch and medtronic logo button were missing. The handle was cracked. The cooling fan was noisy. Electromagnetic interference repair was performed to resolve the autonomous cursor issue. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement following a software update. It was noted that when finger touch test was performed initially cursor moved normally however upon further observation intermittent autonomous cursor movement was noted. There was no patient involvement.